Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent bluetooth connectivity between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while the dexcom app continued to display glucose values; during the call the sensor data resumed and the user¿s glucose was in range. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included telephone troubleshooting and user education regarding bluetooth connectivity. Investigation of this case revealed a suspected communication issue limited to the ilet app interface, consistent with intermittent bluetooth signal loss without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external communication interference.